Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved and device activation went well. The recipient's explanted magnet will not return to advanced bionics for analysis. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a displaced magnet following an urgent MRI, after a stroke, that is not device related. The recipient presented with pain and redness at the implant site. Bandaging was used, however, proper antenna coil cover protocol was not used. On (B)(6) 2021, the recipient underwent magnet revision surgery. The recipient's magnet was explanted. The recipient was reimplanted with a new magnet.